Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular (rv) lead. During the revision procedure, insulation damage was visually observed on the proximal portion of the rv lead. The patient was in stable condition.

Event description:
During follow-up, decreased pacing impedance, noise resulting in oversensing and pacing inhibition and increased capture threshold resulting in loss of capture and dizziness was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies. Provocative testing was performed and oversensing was reproduced. The event was temporarily resolved by reprogramming the device. It was noted in unipolar vector programming the patient had experienced extracardiac stimulation. Abbott technical support was contacted and confirmed the event. Insulation damage is suspected, although it was not confirmed. The patient was hospitalized and rv lead revision is anticipated to be performed. No further intervention has been performed. The patient was in stable condition.